Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that primary tubing sets tubing had flow issues. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported resistance in the line with antisiphon valves. The practice issue of stacking 2 antisiphon valves. In the cardiovascular unit, they use an antisiphon valve on the distal end of all of their lines. There is also antisiphon valve on the pca tubing. This creates a lot of resistance in the line until the valve is opened. If the patient is on just pca for example, each time a dose is given it would need to open that valve again and in this case 2 valves.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of resistance in the line with antisiphon valves could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that primary tubing sets tubing had flow issues. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported resistance in the line with antisiphon valves. The practice issue of stacking 2 antisiphon valves. In the cardiovascular unit, they use an antisiphon valve on the distal end of all of their lines. There is also antisiphon valve on the pca tubing. This creates a lot of resistance in the line until the valve is opened. If the patient is on just pca for example, each time a dose is given it would need to open that valve again and in this case 2 valves.